Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they called the manufacturer and was informed that it was normal for the battery voltage to be 3.13 a day after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that patient had an ins replacement on wednesday due to normal battery depletion but the implant was going dead because the voltage is showing 3.13 since friday morning. Patient reports patient programmer (pp) shows therapy is on/ok at 2.20v and 1.30v. Battery voltage was reviewed and it was recommended for the patient to consult with the health care provider's office. No symptoms were reported.